Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient an anaphylactic episode while an invisalign product was being used.

Event description:
The patient reported the symptom of an anaphylactic episode. The patient reported visiting the emergency room due to the reported symptom. The patient reported being prescribed epinephrine injections (adrenaline) to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic.